Event description:
It was reported that the right atrial (ra) lead was attempted and not used due to difficulty in positioning the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).